Event description:
New information was received that the patient's vns showed high lead impedance >10,000 ohms. The patient's device was disabled and the patient does not wish to replace the device. The patient also reported the device "paralyzed" him with stimulation. The patient did not start reporting this adverse event until the device was no longer working, however he stated that it had been happening "all the time" and "since the device was put it." The doctor does not believe the pain is related to the lead malfunction. The patient's seizures are under control with current AED's. Therefore, no surgical intervention has occurred to date.

Event description:
Information was received that the patient was being referred for a full revision due to high impedance. X-ray report was received and indicating it was being performed due to chest pain the patient was having with vns and possible lead fracture. Findings indicated that no obvious lead discontinuity was noted, however the lead extended outside of the film margin and generator was found to be located in the left chest wall. No focal airspace disease or acute finding in the chest. No surgical intervention has been reported to date. No additional relevant information has been received to date.